Event description:
An ocd laboratory specialist reported that the customer observed a sample ID for a single pt sample processed on a vitros 5, 1 fs chemistry system to be associated with the incorrect pt name and pt demographics. No erroneous results were reported. There were no allegations of harm as a result of this event. The report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 5, 1 malfunctioned. The investigation determined that a tech manually programmed the sample in question which resulted in the mismatched sample ID and pt demographics. The root cause is user error when manually programming the samples.